Manufacturer narrative:
H3 other text : the customer has declined any further service or repairs.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the external paddles are not being recognized. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that defibrillation is not possible because electrode cannot be recognized. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.